Event description:
The customer reported that the c-arm was not booting up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A circuit breaker was reset. The system was tested and found to be working as intended and put back into service.